Event description:
The customer contacted physio-control to report that their device would intermittently not power on, or off, when pressing the on button. The customer advised that when this issue was observed they were monitoring a patient. There were no adverse effects to the patient due to the reported failure as the unit eventually powered on, allowing them to continue patient care. No further details about the patient, or the event, were provided.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.